Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
From (B)(6) complaint. Patient stated she had a pkr that did not work.

Manufacturer narrative:
Corrected data: age at time of event; age units; age units; weight; weight units; adverse event/product problem, executive summary, initial reporter address; initial reporter city; initial reporter state/prov; initial reporter postal code; - additional adverse consequences were reported. An event regarding pain and clicking noise involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as the return of device, pre- and post-op x-rays, office notes, operative reports, patient history, histopathology report & follow-up notes are needed to investigate this event further. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
From strykeractive facebook complaint. Patient stated she had a pkr that did not work. Update: pain and clicking noise and sensation while walking.